Event description:
It was reported that the pt is no longer able to hear with her device. Exchanging the external parts did not improve. Testing carried out on (B)(6), 2010 shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.